Manufacturer narrative:
Handle is manufactured by richard wolf. It is then sent to endoplus where they manufacture and attach the insulated sheath and forceps. Completed device is then returned to richard wolf for distribution. An investigation will be completed as the actual device was returned to the rw (B)(4) facility on (B)(4) 2014. Device now being sent to endoplus for investigation. Richard wolf considers this matter open. When we receive information, we will provide FDA with follow-up information.

Event description:
Facility reported that during a case, after forceps were inserted into patient and opened, the instrument would not close. Doctor had to use a babcock in another incision in order to close device in question. When device was removed and tested, it worked. Doctor began to use device and once again had similar event occur. No patient injury reported. Minimal delay in closing device for removal.